Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubble in the luer lock. Reportedly, the customer then unscrewed the luer lock connection, reconnected the luer lock connection, and reported seeing a lot of small air bubbles. There was no impact to the customer's blood glucose level. Recommendation was made to prime the tubing until air is removed.